Event description:
The customer reported that the unit unexpectedly shutdown which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the unit unexpectedly shutdown which could prevent the delivery of therapy. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.